Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs1227 showed four other similar product complaint(s) from this lot number. Both of the complaints for this lot number (recs1227) have been reported from the same facility in the USA.

Event description:
It was reported by the facility that they had an issue with their 5fr single lumen piccs not flushing/passing the wire on placement. They state that there seems to be a "ball" or something inside the PICC occluding it roughly midway down the line. They have had issues with 2 that they placed and then 3 more that they tested before placing. The two piccs that were placed were removed due to occlusions. It was stated that there was no patient harm. This file addresses the first of the 5 devices.